Event description:
A report was received that the patient was having inadequate stimulation. It appeared that there was lead migration and fracture of the leads. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having inadequate stimulation. It appeared that there was lead migration and fracture of the leads. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were explanted. Lead fracture was determined by the high impedance readings. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.